Manufacturer narrative:
The ge healthcare biomedical engineer replaced the flow sensors, and the unit was returned to service.

Event description:
The ge healthcare biomedical engineer reported the unit alarmed 'check flow sensor' and it was determined the mylar flap of the flow sensors were stuck to the top of the flow sensor housing. There was no report of patient involvement.